Event description:
A customer reported that an abo mistype occurred on galileo 10028.

Manufacturer narrative:
The galileo image files were reviewed. The test well containing the anti-b reagent appeared to contain fibrin which could contribute to the unexpected positive reactivity in the well. A review of manual test results showed that 1+ reactivity was obtained with the b cell by tube method. The customer was informed of the limitation located in the galileo operator manual, which states that the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less by test tube methodology. The galileo does not differentiate mixed-field reactions. The customer was asked to centrifuge the sample again and repeat testing on the galileo. The sample resulted as type a ntd as expected due to a weak reacting reverse-grouping that can be explained by the galileo limitation. The instrument is operating according to specifications.